Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not functioning due to damaged mini switches. A field service engineer (fse) removed the latch and replaced the mini switches. All connections were reseated, and carbon grease was applied to the switches and tested fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was not functioning. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.